Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please specify. - please clarify, when did the needle detach or pull off from the suture (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - name of procedure? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details d4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it is identified that during the surgical act, at the moment of placing the needle in the needle holder and applying tension, the needle thread comes off. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.